Manufacturer narrative:
Concomitant medical products: product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2012, product type pump . If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(4) 2018, information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving gablofen (2000 mcg/ml, flex dosing of 975 mcg/day) via an implantable pump for intractable spasticity and cerebral palsy. On (B)(6) 2018, motor stalls were reported by the hcp's office. The office told the rep that the pump has had several motor stalls in the last 24 hours. The patient was going to be admitted to the hospital for observation until the pump could be replaced. There were no known environmental, external or patient factors that may have led or contributed to the event. The logs were read by the hcps office that showed the motor stalls. The rep indicated that the logs would be returned with the returned pump. The rep later reported that the pump was being replaced on (B)(6) 2018. The patient did not experience any symptoms. The patient's status was alive - no injury.

Manufacturer narrative:
Product ID 8709sc lot# (B)(4) implanted: (B)(6)2009 explanted: (B)(6)2018 product type catheter product ID 8637-40 lot# (B)(4) implanted: (B)(6)2009 explanted: (B)(6)2012 product type pump. If information is provided in the future, a supplemental report will be issued.